Event description:
It was reported that the customer was at the hospital on two occasions and was admitted once at the beginning of (B)(6) 2011 due to high blood glucose and ketones. It was reported that the insulin pump alarmed motor error couple times. It was stated that the customer blames the insulin pump for his high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.